Event description:
Technical services received a call on 10/28/2011. Patient claimed he was hearing tones from this device when the battery was getting low. Device was explanted on (B)(6) 2010. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).